Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the system had a tower door failure. A field service engineer opened the center column and greased all latch contacts. Further, inspected the latch cables and found no defects. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system encountered repeated tower door failures. The customer stated this malfunction occurred when the user was trying to issue medication to the patient. This incident resulted in a delay to patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.